Event description:
The hospital received a letter from a pt's lawyer stating that he suffers from radio dermatitis after a serious intervention that took place in (B)(6)2008. The pt seems to have two "necrosis" spots sized 5x7 cm and 4x7 cm under his left axilla.

Manufacturer narrative:
Eval method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.